Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose. The blood glucose level was 20 mg/dl at the time of the incident and the current blood glucose level was 196 mg/dl. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.